Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported unsure properly inserted cannula. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis. According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: omnipod software app version: operating system: hardware: cgm sensor type: please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose levels were greater than 250 mg/dl while wearing the pod. It was reported that the pod needle was not inserted properly into the skin.